Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6: health effect impact code: 4644 - predniline eye drops (6.5ml); vigamox 0.5% (5ml). H6: health impact - additional surgery: 4625 - a/c irrigation. (B)(4). H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to endophthalmitis was observed. Patient had red eye and blurred vision. Diagnostics were performed for uveitis and infection. Treatment was performed - a/c irrigation, prednilone eye drops (6.5ml) and vigamox 0.5% (5mil). The patient was treated and the eye has recovered. The lens was sent to a lab for bacterial culture test and and no present of bacteria was found on the lens.